Manufacturer narrative:
(B)(4). As the sample was discarded, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the iodine in a minicap was dried out. The reporter stated that the iodine solution was ¿hard and no longer liquid.¿ the reporter stated that the pouch containing the minicap appeared fine but the sponge inside was dry. The reporter also stated that there were dry spots inside the pouch from where the iodine solution was and then dried out. This was identified during set up for peritoneal dialysis therapy. There was no patient involvement. No additional information is available. This is report 1 of 4.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.